Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted, and the articulation lever was in neutral position. The instrument was loaded with a pmv representative reload and applied to test media. All staples were placed, and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection procedure, for the first firing, the 60 mm reload was applied to the rectum and the green button was pressed. The first squeeze of the handle was done successfully however, on the second squeeze a crack sound was generated and the device stopped advancing. The reload was replaced with another 60 mm reload however, the same event occurred. On the third attempt, the handle was also replaced and used with a new 60mm reload but still the same issue occurred. Since there was no black reload available, a 45mm reload was used but it still could only fire for one stroke of the handle. The doctor judged that the resection was not possible laparoscopically so the procedure was converted to an open procedure. Another device was used to complete the procedure which was extended by less than 30 minutes.